Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-mar-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the part became loose because excessive external force was applied to the channel port when t-shaped tube (forceps/irrigation plug) was put on and off. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the instrument channel port of the subject device was detached due to the excessive force being applied by the inappropriate user handling. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), there was the possibility that this phenomenon was attributed to the excessive force being applied to the instrument channel port when the forceps/irrigation plug was putting on and taking off by the user handling. Olympus stated the appropriate handling of cyf-5 and the counter measures against abnormalities in the instruction manual of cyf-5.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the subject device didn¿t pass the leakage test. The external agency of olympus (B)(4) checked the subject device and found that the instrument channel port of the subject device was loosed. There was no report of patient injury associated with the event.